Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain pelvic area') and menorrhagia ('menorrhagia') in an adult female patient who had essure (batch no. 740656) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea"). The patient was treated with paracetamol (tylenol) and surgery ((B)(6) 2018 ablation and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea, menorrhagia and pelvic pain to be related to essure. The reporter commented: discrepancy noted for essure insertion date (B)(6) 2010. Current weight (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 43.9 kg/sqm. Hysterosalpingogram on (B)(6) 2010: 1. Bilateral essure devices in place. 2. Occluded right and left fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-dec-2019: pfs received: lot number was added, case become incident, previously reported event injury to herself was deleted, newly added events: dysmenorrhea, menorrhagia, pelvic pain female, essure removal date was added and insertion date wee updated, reporter was added, consumer address were updated and height, race, date of birth date was added, lab date was added, medical history was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain - pelvic area') and menorrhagia ('menorrhagia') in an adult female patient who had essure (batch no. 740656) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included morbid obesity. In (B)(6)2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6)2010, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea"). The patient was treated with paracetamol (tylenol) and surgery (B)(6)2018 ablation and bilateral salpingectomy). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, menorrhagia and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea, menorrhagia and pelvic pain to be related to essure. The reporter commented: discrepancy noted for essure insertion date- (B)(6)2010. Current weight 156lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 43.9 kg/sqm. Hysterosalpingogram - on (B)(6)2010: 1. Bilateral essure devices in place. 2. Occluded right and left fallopian tubes.. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 4-feb-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.